Event description:
It was reported that the shunt was explanted because the peritoneal catheter of a growing child got stuck and stretched. The surface of the catheter was calcified, but the shunt functioned normally.

Manufacturer narrative:
Unsuccessful ring repair. Through follow-up with the health-care provider, it was learned that the device was explanted due to a unsuccessful ring repair. The health-care provider has disassociated this device from the event. It was determined that this is no longer a reportable event.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.